Manufacturer narrative:
Product returned and evaluated. It was found that the product had stripped threads on seat rail and won't accept uph. Screws.

Event description:
Dealer states that one of the screw hole on the crossbrace is stripped out. User transfers out of the left side of the chair and the screw has popped out and will not stay in.

Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer states that one of the screw hole on the crossbrace is stripped out. User transfers out of the left side of the chair and the screw has popped out and will not stay in.